Event description:
It was reported that during a hemicolectomy procedure, the doctor introduced the blue punch to the anvil but at the moment he withdrew it, it was broken inside of the anvil obstructing the entrance of the punch stapler to the anvil to do the anastomosis. Another like device was used to complete the procedure. Surgery was prolonged 15 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following response was received: did any piece of the blue ancillary trocar fall into the patient? If so how was the piece retrieved? No, that the part is broken stay inside the anvil. The piece I do not recover ´it can see to against light inside the anvil.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition, with two retainers present; one retainer was received with the ancillary trocar missing. However, an ancillary trocar tip was found inside the anvil. The device was received with the breakaway washer present, uncut and the device fully loaded with staples, indicating that the device had not been fired. The ancillary trocar tip was removed from the anvil, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.